Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported a button error alarm that does not clear due to unresponsive buttons. The customer also stated that she experienced low blood glucose levels and a seizure while she napped, prior to calling. The customer stated that the paramedics were called, and she was treated. The customer stated that her blood glucose levels dropped from 235 to 50 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.